Manufacturer narrative:
Device evaluation: not confirmed. No physical damage, debris, and/or anomalies were observed, on the returned packaging or device. All expected visual conditions were met. Functional evaluation confirmed, that the device performed in its intended manner. As such, the complaint condition was not confirmed.

Event description:
Healthcare professional reported, a xen®45 gts event. Described as "xen was not advancing properly" prior to insertion. Device did not make patient contact. Surgery completed with backup device. No eye injury reported.

Manufacturer narrative:
Device manufacture date: november 2020. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen®45 gts event described as "xen was not advancing properly" prior to insertion, device did not make patient contact. Surgery completed with backup device. No eye injury reported.